Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
D3 - manufacturing name and address: correction. D9: date returned to mfg.: 2/5/2025. H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿cassette not attached error¿ was confirmed by visual and functional testing. The cause was the downstream occlusion (dso) sensor was out of calibration. Calibrated dso and upstream occlusion (uso) sensors. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.